Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day postoperatively, the right atrial (ra) lead had fallen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.